Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a bariatric sleeve procedure, the device did not seal. When sealing vessels, the surgeon heard an end tone and released the device, but the tissue was not sealed and bleeding resulted. Surgical intervention was required to prevent further bleeding by using manual clips and sutures in order to ligate the vessels. The device was removed and pressure applied. The vessels were ligated but took thirty minutes due to the bleeding. Blood loss was more than 500cc, however no transfusion was required. Ft10 generator was used during the event.